Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (324 mg/dl). Reportedly, there were air gaps present in the tubing. Customer was able to successfully prime the air gaps out. Customer delivered a bolus to address elevated bg levels.